Event description:
Event description guidant received information that at 33.0 months post implant, this implantable cardioverter defibrillator (ICD) could not be interrogated and was scheduled for explant.